Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote nc balloon catheter. The balloon was loosely folded with fluid in the balloon. Microscopic inspection revealed a pinhole in the balloon material, 3mm proximal from the distal markerband. Inspection of the remainder of the device revealed no damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified right anterior tibial artery. A 2.5mmx20mmx143cm nc quantum apex¿ balloon catheter was advanced for dilation and the device was initially inflated at 10 atmospheres. Second inflation was performed at 10 atmospheres; however, during the third inflation at 10 atmospheres, the balloon ruptured after being inflated for 30 seconds. The device was completely removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified right anterior tibial artery. A 2.5mmx20mmx143cm nc quantum apex balloon catheter was advanced for dilation and the device was initially inflated at 10 atmospheres. Second inflation was performed at 10 atmospheres; however, during the third inflation at 10 atmospheres, the balloon ruptured after being inflated for 30 seconds. The device was completely removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.